Event description:
A facility reports that following intraocular lens (iol) implant surgery, a pt presented with endophthalmitis. The source of the infection is not known, but the operating room has been identified as a possible contributing factor. The association between this event and the iol is not known. Additional info has been requested.